Manufacturer narrative:
Block h11: blocks b2, b5, b7, h2, and h6 have been updated based on the additional information received on january 8, 2026. Block b3 date of event: the exact event onset date is unknown. The provided event date of september 4, 2015, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. (B)(6). The removing physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain e2006 - mesh erosion e1405 - dyspareunia e1310 - urinary tract infection e1309 - urinary retention e1002 - abdominal pain e1623 - neck pain. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal f2301 - additional device required for the catheter f1901 - additional surgery f08 - hospitalization.

Event description:
It was reported that the patient was implanted with an upsylon device. As a result of the mesh implant, the patient experienced dyspareunia, bleeding during intercourse, vaginal infections, urinary tract infections, intermittent malodorous vaginal discharge, mesh erosion, chronic back pain, vaginal spotting, and strained voiding requiring catheterization. She had been evaluated following a computed tomography (CT) scan on (B)(6) 2022, which confirmed bilateral renal stones measuring up to 12 mm, including a staghorn-type calculus in the mid to lower left kidney, with no evidence of ureteral stones or hydronephrosis. On personal review of the imaging, the left lower pole stone was noted to measure approximately 1.6 cm, with additional stones measuring 6 mm in the upper pole and 4 mm in the mid-upper pole. Small punctate stones were also present in the right kidney. After discussion and review of imaging, the decision was made to proceed with left ureteroscopy and stent placement rather than percutaneous nephrolithotomy. She was prescribed myrbetriq 50 mg; however, she reported experiencing itching as a side effect, with persistent urinary frequency, urgency, and episodes of urge incontinence. She also reported intermittent dysuria and concern for symptoms consistent with a urinary tract infection. The patient had previously presented to the emergency department on (B)(6) 2022, with worsening left-sided flank pain and concern for ureteral stone passage. A CT scan of the abdomen and pelvis performed at that time demonstrated a stable 1.5 cm left renal stone and a previously documented nonobstructing 1 mm right renal stone, with no ureteral stones identified. On (B)(6) 2023, the patient presented for follow-up evaluation of renal stones following a left retrograde pyelogram, ureteroscopy, ureteral dilation, laser lithotripsy, stone extraction, and left ureteral stent placement performed on (B)(6) 2022. She was seen for possible stent removal and reported symptoms consistent with stent colic. Following the procedure, she experienced two emergency room admissions for hypotension, which were attributed to a crohn's disease flare. She denied nausea, vomiting, fever, or chills. The patient was evaluated and hospitalized on (B)(6) 2023, at which time she underwent a partial colectomy with ileostomy diversion due to a longstanding history of crohn's disease. On (B)(6) 2023, the patient presented for follow-up with vaginal mesh erosion. She also reported a several-year history of malodorous urine and vaginal discomfort and stated that a recent pelvic examination by her ob/gyn identified pelvic mesh erosion, prompting referral to urology. She reported a past medical history significant for renal stones, noting that she had previously believed they were not clinically significant. She described generalized abdominal and back pain and stated she is unable to distinguish flank pain from pain related to her gastrointestinal crohn's disease. The patient also reported a longstanding history of incomplete bladder emptying, with episodes of urinary frequency and urgency, noting that voided volumes are often small and that she has required intermittent catheterization in the past. The patient was assessed for erosion of vaginal mesh, history of kidney stones, and incomplete bladder emptying. An internal referral to urology was placed for further evaluation with priority marked as soon, to address the vaginal mesh erosion, history of nephrolithiasis, and incomplete bladder emptying. The patient was advised to follow up for further evaluation and to return for additional workup once the vaginal mesh extrusion has been corrected. Noncompliance with the previously ordered 24-hour urine collection and CT scan was discussed. Urinalysis and post-void residual were reviewed during today's visit. On (B)(6) 2023, the patient presented for consultation, reporting vaginal discharge, spotting, and dyspareunia. Her husband noted a rough area during sexual intercourse. The patient also described occasional urge urinary incontinence, urinary urgency, intermittency, and hesitancy. She completed pelvic floor therapy in 2016 and previously failed a trial of myrbetriq due to side effects. She utilizes crede voiding to assist with bladder emptying and reported performing self-intermittent catheterization for approximately eight to nine months following her sling implantation in 2015. The patient also has a history of recurrent urinary tract infections and reported experiencing altered mental status during uti episodes. A bladder scan was performed and demonstrated a bladder volume of 11 ml. On (B)(6) 2023, the patient presented for evaluation of vaginal mesh exposure, recurrent urinary tract infections, and urge incontinence. Urodynamic testing was performed in 2016. Her average daily fluid intake is approximately 12 ounces of tea, juice, or kombucha. At baseline, she voids every two hours and experiences nocturia five to eight times nightly, although she noted that nighttime awakenings are often due to reasons other than urinary urgency. She uses one to two liners during the day and at night, primarily for vaginal discharge. She presented on this date for video urodynamic testing. Physical examination revealed right lower quadrant abdominal tenderness and a right-sided ileostomy. Pelvic examination demonstrated moderate atrophic vaginitis with no evidence of enterocele. The vaginal vault was well supported with an absent cervix. A 1.5 cm mesh exposure was identified at the vaginal apex. Pelvic floor contraction strength was noted to be 3. Video urodynamic testing demonstrated detrusor areflexia. The patient also exhibited stress urinary incontinence with a leak point pressure of 46 cm water. During the voiding phase, she was unable to void with the catheter in place; after catheter removal, she voided 200 cc spontaneously, with a post-void residual of 175 cc obtained by catheterization. No significant pelvic organ prolapse was noted on examination. Management options were discussed at length with the patient. The plan includes outpatient vaginal excision of the exposed mesh. The risks and details of the procedure were reviewed, and the patient agreed to proceed. For management of detrusor areflexia, intermittent self-catheterization twice daily was recommended, and necessary supplies will be arranged. This intervention is expected to improve her urge incontinence and nocturia. The exposure of the implanted vaginal mesh and recurrent urinary tract infections will be managed as outlined above. Cefuroxime 500 mg orally was prescribed. For atrophic vaginitis, the patient was advised to continue estradiol cream using the fingertip application method until surgical repair. Urge urinary incontinence will be addressed through the above interventions. The urodynamic study was performed using optiray intravesical contrast to allow fluoroscopic visualization of the bladder. Contrast was placed via a urethral catheter, with a total infused volume of 433 cc. The study demonstrated normal bladder capacity, normal sensation, and normal compliance. Urodynamic stress urinary incontinence was identified, with a leak point pressure of 46 cm water. No detrusor overactivity was observed. During the voiding phase, the patient did not demonstrate a detrusor contraction. After removal of the catheters, she voided 200 cc spontaneously in the restroom, with a post-void residual of 175 cc obtained by catheterization. The findings are consistent with detrusor areflexia. Fluoroscopic evaluation showed no vesicoureteral reflux, diverticula, or filling defects, with normal bony structures and bowel gas patterns. On (B)(6) 2023, the patient underwent a surgical procedure in which the upsylon device was partially removed. On (B)(6) 2023, the patient presented with vaginal mesh erosion and underwent surgical revision of the vaginal incision. During the same procedure, a revision of the vaginal graft was performed along with rigid cystoscopy to assess the urethra and bladder. The procedure was completed without additional complications. Review of systems revealed abdominal pain, nausea, vomiting, joint, neck, and back pain, sinus allergies, and depression. Physical examination revealed right lower quadrant abdominal tenderness and a right-sided ileostomy. Pelvic examination demonstrated moderate atrophic vaginitis with no evidence of enterocele. The vaginal vault was well supported with an absent cervix. A 1.5 cm mesh exposure was identified at the vaginal apex. Pelvic floor contraction strength was noted to be 3. Subsequently, a bladder scan was performed and showed a voided urine volume of 250 ml. She has been assessed with exposure of implanted vaginal mesh, and she has to proceed with outpatient excision of the exposed vaginal mesh. The patient understands that only the exposed portion of mesh will be removed vaginally and not the entire mesh construct. She has to continue intermittent self-catheterization twice daily for detrusor areflexia. On (B)(6) 2023, the patient presented 4-week post op. It was alleged that the patient had suffered severe pain, unnecessary expense, lost wages, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, the patient had sustained and will continue to sustain in the future, the following damages as a result of the implantation: severe and debilitating injuries, serious bodily injury, mental and physical pain, and suffering, and has incurred economic loss.

Event description:
It was reported that the patient was implanted with an upsylon device. As a result of the mesh implant, the patient experienced dyspareunia, bleeding during intercourse, vaginal infections, urinary tract infections, intermittent malodorous vaginal discharge, mesh erosion, chronic back pain, vaginal spotting, and strained voiding requiring catheterization. On (B)(6) 2023, the patient underwent a surgical procedure in which the upsylon device was partially removed. It was alleged that the patient had suffered severe pain, unnecessary expense, lost wages, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, the patient had sustained and will continue to sustain in the future, the following damages as a result of the implantation: severe and debilitating injuries, serious bodily injury, mental and physical pain, and suffering, and has incurred economic loss.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of september 4, 2015, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physicians are: (B)(6). The removing physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain, e2006 - mesh erosion, e1405 - dyspareunia, e1310 - urinary tract infection, e1309 - urinary retention. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal, f2301 - additional device required for the catheter.

Event description:
It was reported that the patient was implanted with an upsylon device. As a result of the mesh implant, the patient experienced dyspareunia, bleeding during intercourse, vaginal infections, urinary tract infections, intermittent malodorous vaginal discharge, mesh erosion, chronic back pain, vaginal spotting, and strained voiding requiring catheterization. She had been evaluated following a computed tomography (CT) scan on (B)(6) 2022, which confirmed bilateral renal stones measuring up to 12 mm, including a staghorn-type calculus in the mid to lower left kidney, with no evidence of ureteral stones or hydronephrosis. On personal review of the imaging, the left lower pole stone was noted to measure approximately 1.6 cm, with additional stones measuring 6 mm in the upper pole and 4 mm in the mid-upper pole. Small punctate stones were also present in the right kidney. After discussion and review of imaging, the decision was made to proceed with left ureteroscopy and stent placement rather than percutaneous nephrolithotomy. She was prescribed myrbetriq 50 mg; however, she reported experiencing itching as a side effect, with persistent urinary frequency, urgency, and episodes of urge incontinence. She also reported intermittent dysuria and concern for symptoms consistent with a urinary tract infection. The patient had previously presented to the emergency department on (B)(6) 2022, with worsening left-sided flank pain and concern for ureteral stone passage. A CT scan of the abdomen and pelvis performed at that time demonstrated a stable 1.5 cm left renal stone and a previously documented nonobstructing 1 mm right renal stone, with no ureteral stones identified. On (B)(6) 2023, the patient presented for follow-up evaluation of renal stones following a left retrograde pyelogram, ureteroscopy, ureteral dilation, laser lithotripsy, stone extraction, and left ureteral stent placement performed on (B)(6) 2022. She was seen for possible stent removal and reported symptoms consistent with stent colic. Following the procedure, she experienced two emergency room admissions for hypotension, which were attributed to a crohn's disease flare. She denied nausea, vomiting, fever, or chills. The patient was evaluated and hospitalized on (B)(6) 2023, at which time she underwent a partial colectomy with ileostomy diversion due to a longstanding history of crohn's disease. On (B)(6) 2023, the patient presented for follow-up with vaginal mesh erosion. She also reported a several-year history of malodorous urine and vaginal discomfort and stated that a recent pelvic examination by her ob/gyn identified pelvic mesh erosion, prompting referral to urology. She reported a past medical history significant for renal stones, noting that she had previously believed they were not clinically significant. She described generalized abdominal and back pain and stated she is unable to distinguish flank pain from pain related to her gastrointestinal crohn's disease. The patient also reported a longstanding history of incomplete bladder emptying, with episodes of urinary frequency and urgency, noting that voided volumes are often small and that she has required intermittent catheterization in the past. The patient was assessed for erosion of vaginal mesh, history of kidney stones, and incomplete bladder emptying. An internal referral to urology was placed for further evaluation with priority marked as soon, to address the vaginal mesh erosion, history of nephrolithiasis, and incomplete bladder emptying. The patient was advised to follow up for further evaluation and to return for additional workup once the vaginal mesh extrusion has been corrected. Noncompliance with the previously ordered 24-hour urine collection and CT scan was discussed. Urinalysis and post-void residual were reviewed during today's visit. On (B)(6) 2023, the patient presented for consultation, reporting vaginal discharge, spotting, and dyspareunia. Her husband noted a rough area during sexual intercourse. The patient also described occasional urge urinary incontinence, urinary urgency, intermittency, and hesitancy. She completed pelvic floor therapy in 2016 and previously failed a trial of myrbetriq due to side effects. She utilizes crede voiding to assist with bladder emptying and reported performing self-intermittent catheterization for approximately eight to nine months following her sling implantation in 2015. The patient also has a history of recurrent urinary tract infections and reported experiencing altered mental status during uti episodes. A bladder scan was performed and demonstrated a bladder volume of 11 ml. On (B)(6) 2023, the patient presented for evaluation of vaginal mesh exposure, recurrent urinary tract infections, and urge incontinence. Urodynamic testing was performed in 2016. Her average daily fluid intake is approximately 12 ounces of tea, juice, or kombucha. At baseline, she voids every two hours and experiences nocturia five to eight times nightly, although she noted that nighttime awakenings are often due to reasons other than urinary urgency. She uses one to two liners during the day and at night, primarily for vaginal discharge. She presented on this date for video urodynamic testing. Physical examination revealed right lower quadrant abdominal tenderness and a right-sided ileostomy. Pelvic examination demonstrated moderate atrophic vaginitis with no evidence of enterocele. The vaginal vault was well supported with an absent cervix. A 1.5 cm mesh exposure was identified at the vaginal apex. Pelvic floor contraction strength was noted to be 3. Video urodynamic testing demonstrated detrusor areflexia. The patient also exhibited stress urinary incontinence with a leak point pressure of 46 cm water. During the voiding phase, she was unable to void with the catheter in place; after catheter removal, she voided 200 cc spontaneously, with a post-void residual of 175 cc obtained by catheterization. No significant pelvic organ prolapse was noted on examination. Management options were discussed at length with the patient. The plan includes outpatient vaginal excision of the exposed mesh. The risks and details of the procedure were reviewed, and the patient agreed to proceed. For management of detrusor areflexia, intermittent self-catheterization twice daily was recommended, and necessary supplies will be arranged. This intervention is expected to improve her urge incontinence and nocturia. The exposure of the implanted vaginal mesh and recurrent urinary tract infections will be managed as outlined above. Cefuroxime 500 mg orally was prescribed. For atrophic vaginitis, the patient was advised to continue estradiol cream using the fingertip application method until surgical repair. Urge urinary incontinence will be addressed through the above interventions. The urodynamic study was performed using optiray intravesical contrast to allow fluoroscopic visualization of the bladder. Contrast was placed via a urethral catheter, with a total infused volume of 433 cc. The study demonstrated normal bladder capacity, normal sensation, and normal compliance. Urodynamic stress urinary incontinence was identified, with a leak point pressure of 46 cm water. No detrusor overactivity was observed. During the voiding phase, the patient did not demonstrate a detrusor contraction. After removal of the catheters, she voided 200 cc spontaneously in the restroom, with a post-void residual of 175 cc obtained by catheterization. The findings are consistent with detrusor areflexia. Fluoroscopic evaluation showed no vesicoureteral reflux, diverticula, or filling defects, with normal bony structures and bowel gas patterns. On (B)(6) 2023, the patient underwent a surgical procedure in which the upsylon device was partially removed. On (B)(6) 2023, the patient presented with vaginal mesh erosion and underwent surgical revision of the vaginal incision. During the same procedure, a revision of the vaginal graft was performed along with rigid cystoscopy to assess the urethra and bladder. The procedure was completed without additional complications. Review of systems revealed abdominal pain, nausea, vomiting, joint, neck, and back pain, sinus allergies, and depression. Physical examination revealed right lower quadrant abdominal tenderness and a right-sided ileostomy. Pelvic examination demonstrated moderate atrophic vaginitis with no evidence of enterocele. The vaginal vault was well supported with an absent cervix. A 1.5 cm mesh exposure was identified at the vaginal apex. Pelvic floor contraction strength was noted to be 3. Subsequently, a bladder scan was performed and showed a voided urine volume of 250 ml. She has been assessed with exposure of implanted vaginal mesh, and she has to proceed with outpatient excision of the exposed vaginal mesh. The patient understands that only the exposed portion of mesh will be removed vaginally and not the entire mesh construct. She has to continue intermittent self-catheterization twice daily for detrusor areflexia. On (B)(6) 2023, the patient presented 4-week post op. It was alleged that the patient had suffered severe pain, unnecessary expense, lost wages, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, the patient had sustained and will continue to sustain in the future, the following damages as a result of the implantation: severe and debilitating injuries, serious bodily injury, mental and physical pain, and suffering, and has incurred economic loss.

Manufacturer narrative:
Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review performed for the obtryx lynx device confirmed that the event of extrusion, scar tissue (cicatrix), pain, and inflammation are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the obtryx lynx device is acceptable. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Block b3 date of event: date of event was approximated to (B)(6) 2019, the implant date, as no event date was reported. Block e1: block b3 date of event: the exact event onset date is unknown. The provided event date of september 11, 2023, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review performed for the upsylon y-mesh device confirmed that the events of pain, extrusion, dyspareunia, hemorrhage, infection, urinary tract infection, vaginal discharge, urinary retention, unspecified mental, emotional, or behavioural problem, hypotension, unspecified kidney or urinary problem, discomfort, nausea, dysuria, itching, urinary frequency, urinary urgency, abdominal pain, atrophy, injury, nos (not otherwise specified), vomiting, neck pain, depression, and incontinence are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the upsylon y-mesh device is acceptable. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Block b3 date of event: the exact event onset date is unknown. The provided event date of september 4, 2015, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physicians are: (B)(6). The removing physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain. E2006 - mesh erosion. E1405 - dyspareunia, e1310 - urinary tract infection. E1309 - urinary retention. E1002 - abdominal pain. E1623 - neck pain. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal. F2301 - additional device required for the catheter. F1901 - additional surgery. F08 - hospitalization. Block h6: the following imdrf patient code capture the reportable event of: e2006 - erosion. E1310 - urinary tract infection. E1309 - urinary retention. The following imdrf impact code capture the reportable event of: f1905 - mesh revision. This event was reported by the patient's legal representation. The implant and revision surgery surgeon is: (B)(6). Block h6: imdrf patient codes captures the reportable event of: e2006 and e1715 - portion of the mesh eroded that has epithelialized behind it. E2330 - vaginal pain. E2326 - acute inflammation seen on pathology report. Imdrf impact code captures the reportable event of: f1905 - mesh excision surgery.

Manufacturer narrative:
Block h11: blocks a2 and b7 have been updated based on the additional information received on october 3, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of september 4, 2015, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physicians are: (B)(6). The removing physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain, e2006 - mesh erosion, e1405 - dyspareunia, e1310 - urinary tract infection, e1309 - urinary retention. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal, f2301 - additional device required for the catheter.

Event description:
It was reported that the patient was implanted with an upsylon device. As a result of the mesh implant, the patient experienced dyspareunia, bleeding during intercourse, vaginal infections, urinary tract infections, intermittent malodorous vaginal discharge, mesh erosion, chronic back pain, vaginal spotting, and strained voiding requiring catheterization. On (B)(6) 2023, the patient underwent a surgical procedure in which the upsylon device was partially removed. It was alleged that the patient had suffered severe pain, unnecessary expense, lost wages, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, the patient had sustained and will continue to sustain in the future, the following damages as a result of the implantation: severe and debilitating injuries, serious bodily injury, mental and physical pain, and suffering, and has incurred economic loss.